Event description:
An open surgery (on (B)(6) 2023) on the spine (scheduled revision surgery), for replacing s2 screws and placing bone implants bilaterally, for sacroiliac joint stabilization, with intended placement of 2 iliac screws and 2 bone implants, was performed with the aid of the display by the brainlab software spine & trauma 3d navigation 2.0 during the procedure the surgeon: removed previous hardware, incl. S2 screws. With the patient in prone position, attached the reference clamp carbon and 4-sphere array onto a preexisting rod on the patient's left side. Acquired an intra-operative CT scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation, and accepted the accuracy of the registration to proceed. Starting on left s2, planned the screw trajectory using a navigated non-brainlab probe, advanced the probe into bone following the displayed trajectory, determined screw size based on location of the probe in bone, threaded the same pathway using a navigated non-brainlab tap, and inserted the screw into the prepared pathway using a navigated non-brainlab screwdriver. Repeated the same workflow for right s2 screw placement. During the screw placements detected a deviation of actual screw path from the planned trajectory in navigation while the screw advanced down the path. Placed bone implants (left and right side) using the same workflow and aid of navigation (the same navigated probe, a different navigated non-brainlab tap & screwdriver). Acquired another scan and determined that screw placements at s2 deviated from the intended position (screws appeared medial in target point, deviation of "several mm"). Removed the screws at s2 and replaced them without aid of navigation. Completed surgery. According to the hospital/surgeon: the misplaced screws (at s2) were corrected/replaced in the same surgery (without aid of navigation). At the end of the surgery all screws/implants were in their correct final position as intended. The outcome of the surgery was successful as intended. There was no direct (or increased) risk of harm to a critical structure due to this issue. There was no actual harm or negative clinical effect to the patient due to the misplaced screws, neither for the prolongation of surgery/anesthesia of about 15 minutes. There were no further medical or surgical remedial actions necessary, done, or planned for the patient due to this problem; hospitalization was not prolonged either.

Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the hospital/surgeon: the misplaced screws (at s2) were corrected/replaced in the same surgery (without aid of navigation). At the end of the surgery all screws/implants were in their correct final position as intended. The outcome of the surgery was successful as intended. There was no direct (or increased) risk of harm to a critical structure due to this issue. There was no actual harm or negative clinical effect to the patient due to the misplaced screws, neither for the prolongation of surgery/anesthesia of about 15 minutes. There were no further medical or surgical remedial actions necessary, done, or planned for the patient due to this problem; hospitalization was not prolonged either according to the results of the brainlab technical investigation and the information provided by the hospital, it can be concluded that the root cause for the medial deviation for the left and right s2 iliac screws (approximate 5mm entry deviation and 14mm target deviation with an angle of 8.6 deviation for the left s2 iliac screw and approximate 4mm entry deviation and 14mm target deviation with angle of 9.1 deviation for the right s2 iliac screw) is: a relative movement of the anatomy during the multilevel navigation procedure between the anatomy with array fixation (existing hardware at l2) and area being operated on (sacrum and pelvis) due to limited rigid fixation between the reference array and region of interest, and forces applied to the anatomy during the surgery. Image data show that the anatomy of the pelvis shifted at the sacroiliac joint leading to the medial deviation (and medial breach) on both left and right s2 iliac screws. Operating on a different vertebra/bone than the one the patient reference array for navigation is fixed to, especially if the connection in between the vertebra/bone is not rigid (in this case there was a potential instability due to previous s2 screw removal in combination with poor bone quality) can cause relative movements of the actual anatomy during the surgery that cannot be compensated by the navigation software displaying instrument positions on the registered pre-placement patient image scan. Evidence suggests the resulting deviation may have been compounded by rebound pressure due to the skin as the user attempted to align instruments to the desired trajectory. To a lesser extent: insufficient calibrations of non-brainlab instruments to the display of navigation were performed for this procedure, not following brainlab recommendations. Some of the instruments utilized were below the software expected accuracy margin and the user chose not to improve the calibration. The resulting deviation between the registered patient image scans in the navigation display and the actual patient anatomy during the surgery was apparently not recognized by the surgeon in full extent with the appropriate and necessary navigation accuracy verification throughout the surgery. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.